Event description:
Additional information received confirming that the physician elected to treat the patient by relining with a gore (non-endologix) excluder graft in february. The re-intervention was completed successfully and the patient is reportedly doing well.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type iiib endoleak and secondary endovascular procedure. There was unsubstantial evidence to support the reported event of sac growth. This complain is most likely device-related due to the strata material. Procedure-related harms for this complaint could not be determined, and the final patient status was reported stable. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, a suspected type iiib endoleak near the bifurcation and (aneurysm) sac increase was detected by routine follow-up CT. The physician plans to reline with an afx2 device and will continue to monitor the patient. There have been no additional patient sequelae reported.